Manufacturer narrative:
Updated field: b4, e1(event site telephone), g3, g6, h2, h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during pm, the cardiosave intra-aortic balloon pump (iabp) failed the pim test and compressor test. There was no patient involvement.